Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code w9442 lot ll7bgcm, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The suture got split after sewing the skin for the first stitch during the procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.